Event description:
A customer called beckman coulter regarding 3 erroneously elevated accu tni test results from 3 different pts that were generated by the access 2 instrument. Pt a had an elevated accu tni result of 0.78ng/ml (from a plasma sample). - the elevated accu tni result was reported out of the lab. The original plasma sample from pt a was repeated the following day for accu tni. The repeated accu tni result was 0.02ng/ml. - the customer indicated that a corrected report was sent for pt a. Pt b had an elevated accu tni result of 1.91ng/ml (from a plasma sample). - the elevated accu tni result was reported out of the lab. - the original plasma sample from pt b was repeated the following day for accu tni. The repeated accu result was 0.05ng/ml. - the customer indicated that a corrected report was sent for pt b. Pt c had an elevated accu tni result of 3.98ng/ml (from a plasma sample [1]. - a serum sample (2) from pt b was used to verify the elevated accu tni and the accu tni result from sample 2 was 0.42ng/ml. The customer did not provide additional event info for pt c. The customer indicated that pts a and b were admitted to ccu (coronary care unit). The customer did not receive any report of pt injury requiring medical intervention or change to pt treatrment that can be attributed to this event.